Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our european affiliate, two years and 6 months post tavr, the patient was suffering from moderate-severe (grade 3) aortic insufficiency. Transesophageal echocardiogram (tee) indicated a nodular image on a leaflet and a commissural leak. The decision was made to explant the xt valve and implant a surgical valve. During the xt explant procedure, the ¿beginning¿ of the aorta was injured, requiring a tube to be placed into the ascending aorta. A double bypass (left and right coronary ostia) was also performed. A 23 carpentier-edwards perimount aortic heart valve was then successfully implanted and the procedure was completed. At the time of this report, the patient was in stable condition. The cause of the moderate-severe aortic insufficiency could not be determined. The patient was noted to have severe aortic root calcification and a porcelain aorta.

Manufacturer narrative:
Device evaluated by manufacturer. The explanted sapien xt valve was returned to edwards lifesciences for histological evaluation. Histological evaluation revealed that most of the valve frame was covered by host fibrous (pannus) tissue. Leaflet fusion by pannus tissue was noted near commissure 1 (c1) and c3. Thrombotic material/vegetation was observed on the inflow side of leaflets 1 and 3, as well as on the outflow side of leaflets 1 and 2 near the free edge. A medium sized deposition was observed on the outflow side of leaflet 3 near c3. Leaflet fusion at c2 appeared to be related to the vegetation. The thrombotic material appeared to keep the leaflets separate near c2. X-ray imaging showed calcification predominantly located in the host tissue outside of the valve frame. No tissue calcification was evident in the rest of the leaflet tissue. Although no functional testing was performed, the thrombotic deposits appeared to be sufficiently severe to be largely responsible for the reported insufficiency. Substantial chronic inflammation was noted. Since no patient information is currently available, the possible direct cause for the inflammatory response could not be determined. There is no specific evidence from the histology analysis to suggest the reason for the development of the thrombosis. Per the instructions for use, paravalvular leak (pvl) and central regurgitation (cai) are potential adverse events associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the pvl reported may be related to cardiac remodeling, and the progression of the pre-existing disease process may have contributed to the cai. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.